Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the patient's heart which resulted in cardiac tamponade. The physician removed body fluid from the pericardial sac and the patient was stabilized.